Manufacturer narrative:
The r1, r2 and sample alinity pipettor probes were replaced and calibrated resolving the issue. The alinity pipettor probes (list number 03r96-01) were deemed the likely cause for the false reactive results. The module function was verified with a control/precision run. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the alinity I processing module, alnty pptr probes (03r96-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, alnty pptr probes (03r96-01) was identified.

Event description:
The customer reported a false reactive alinity I toxo igg result and a false positive alinity I syphilis tp result generated on the alinity I processing module serial number (B)(6). The following results were provided: patient 1 initial toxo igg result = 13 iu/ml (reactive); repeat results = 0.2 iu/ml and 0.1 iu/ml (nonreactive) processed on another instrument with nonreactive results. Toxo igg reference range: = 3.0 iu/ml reactive. Patient 2 initial syphilis result was positive and negative when repeated on another instrument. No specific data available. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false reactive alinity I toxo igg result and a false positive alinity I syphilis tp result generated on the alinity I processing module serial number (B)(6). The following results were provided: patient 1 initial toxo igg result = 13 iu/ml (reactive); repeat results = 0.2 iu/ml and 0.1 iu/ml (nonreactive) processed on another instrument with nonreactive results. Toxo igg reference range: = 3.0 iu/ml reactive. Patient 2 initial syphilis result was positive and negative when repeated on another instrument. No specific data available. There was no impact to patient management reported.